Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional, h2 additional information, h6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/10/2024. It was reported that the patient was in the hospital for 24 hours. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 2 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient was asymptomatic. The cgm was reading 400 mg/dl and the patient did not have a glucometer. The patient self-treated the asymptomatic high reading with 80 units of insulin. Within an hour after dosing insulin, the patient had trouble breathing and double vision. The cgm reading at onset of symptoms was not documented. The patient called the doctor who advised her to check the bg; however, she was unable to due to not having a glucometer. The daughter transported the patient to the hospital. There, the bg was an unremembered very low value and the cgm reading was not provided at that time. The symptomatic hypoglycemia was treated with unremembered fluids to flush out the insulin. The patient was discharged the following day when her condition was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.